Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to find any issues with the invasive blood pressure (ibp). However, the stm observed that the ECG had intermittent problems with acquiring a waveform and replaced the front end board which resolved the issue subsequently, the stm performed preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was experiencing ECG related issues. The customer switched to another unit to continue patient therapy and requested for getinge to inspect the ECG and iabp unit for proper operation. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was experiencing ECG related issues. The customer switched to another unit to continue patient therapy and requested for getinge to inspect the ECG and invasive blood pressure (ibp) for proper operation. There was no patient harm and no adverse event was reported.